Manufacturer narrative:
Batch review performed on 11 july 2019: lot 1810219: (B)(4) items manufactured and released on 11-dec-2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: hip dislocation few weeks after primary implantation. This event probably occurred during rehabilitation period. Hip dislocation may be due to component positioning, that cannot be evaluated in the radiographic image provided, or insufficient soft tissue tensioning; it can hardly be caused by standard devices. Additional implant involved in the event, batch review performed on 11 july 2019 ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 189649. Lot 189649: (B)(4) items manufactured and released on 21-feb-2019. Expiration date: 2024-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a dislocation of the head from the liner 23 days after surgery. The surgeon revised the head and stem and kept the medacta cup and liner in. The surgery was completed successfully.